Event description:
It was reported that the patient experienced undesirable stimulation sensations. Interventions included discontinuation of stimulation to be re-evaluated in 3 months. Signs and symptoms included ¿pins and needles¿ with stimulation. The frequency was reported as 15-20 times per day but improved since biofeedback. Data from voiding diary completed in (B)(6) 2014 was inconsistent with subject report showing frequency to be closer to 7-8 times per day prior to biofeedback sessions. Additional information reported the patient felt intermittent undesired sensations of shock going down their right leg since device was turned back on in (B)(6) 2015. The patient decided the sensations were tolerable and more desirable than removing the device or having it off. No action was taken and the event outcome was considered unknown.

Event description:
Additional information received reported, the patient¿s device system was removed due to the need for an MRI and she resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v571447, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information indicated the event was still ongoing.